Manufacturer narrative:
The following field was updated with corrected information: h.6 imdrf annex a code: a0302 h.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. Evaluation of the photograph indicated poor gel barrier separation, red cell hang up and hemolysis. Additionally, 75 retention samples from bd inventory were visually inspected and no additive or gel defects were observed. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation, red cell hang up, and hemolysis based on the photos provided. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after using bd vacutainer® sst¿ ii advance plus blood collection tubes bad separation of barrier occurred with remains of clots and hemolysis. This issue occurred with 38 tubes. No patient impact was reported. The following information was provided by the initial reproter: tubes with a bad quality of barrier separation, with walls dirt by remains of clots, and when handling the tubes after the barrier separation the serum becomes red > "bad quality of barrier separation" = poor barrier separation issue; > "walls dirt by remains of clots" = red cells hang up issue; > "when handling the tubes after the barrier separation the serum becomes red" = hemolysis issue.

Event description:
It was reported that after using bd vacutainer® sst¿ ii advance plus blood collection tubes bad separation of barrier occurred with remains of clots and hemolysis. This issue occurred with 38 tubes. No patient impact was reported. The following information was provided by the initial reproter: tubes with a bad quality of barrier separation, with walls dirt by remains of clots, and when handling the tubes after the barrier separation the serum becomes red "bad quality of barrier separation" = poor barrier separation issue; "walls dirt by remains of clots" = red cells hang up issue; "when handling the tubes after the barrier separation the serum becomes red" = hemolysis issue.

Manufacturer narrative:
Initial reporter phone: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.